Manufacturer narrative:
Patient age is unknown; however, over 18 years old. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during preparation, the retrieval snare was tested and the device would not fully open. The procedure was completed with another retrieval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found no deformation with the device. A functional evaluation found that the snare would actuated, but the loop at the distal end of the snare would not extend fully past the extrusion. The condition of the returned unit was consistent with the complaint incident that the device loop would not extend would not open fully. During the evaluation the loop was found to extend partially, but not completely. The length of the extrusion was found to be longer than the connecting wire of the loop. When the handle is fully extended the end of the extrusion at the distal end of the strain relief and the proximal end of the connecting wire are equal to each other, which would require the connecting wire to be longer than the extrusion for the loop to extend fully. It is most likely that the extrusion was not cut to length properly during manufacturing. Therefore, the most probable root cause is manufacturing. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12862018. (B)(4).

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during preparation, the retrieval snare was tested and the device would not fully open. The procedure was completed with another retrieval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.